Event description:
Customer reported a precharge error. No pt injury reported.

Manufacturer narrative:
A ge rep instructed the customer over the phone to turn on cb1 switch. System operates as intended. This MDR is related to ge healthcare complaint.